Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -4.5 diopter lens tore/broke during injection/delivery into the patient's right eye (od). The lens was not implanted. There was patient contact but no patient injury. Cause of event was the device. Reportedly, "eye is in good condition and ready to implant new icl."

Manufacturer narrative:
Corrected data: h6- medical device problem code: "2993" should be removed and "3189" should be added. H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).